Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. Unit was monitored and no blank display anomalies or battery out limit alarms noted. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unit received with broken battery tube threads and minor scratches on lcd window.

Event description:
Customer reported via phone call blank display and low battery alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the battery on the device multiple times however the issue would recur periodically. Customer advised there was a crack on the battery compartment and that they received a battery out limit alarm. Customer declined to troubleshoot for battery out limit alarm. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.